Event description:
Home patient (hp) reports patient line of home choice set was not priming completely. Hp was able to prime line after a few reprime attempts. Per hp, there was no patient injury or medical intervention as a result of incident.